Event description:
An operator of an advia centaur cp instrument stated that signal errors were obtained on patient samples tested for troponin. No discordant results were generated on the samples. There are no reports of patient intervention or adverse health consequences due to the signal errors on troponin patient samples.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the ionizer fan and replaced the reagent probe, acid port and wash 1 bottle. The cse aligned the probes and ran quality controls which resulted within range. The cause of the signal errors on troponin patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.